Event description:
It was reported that during a routine follow up the implantable cardiac monitor exhibited a diagnostics anomaly.

Event description:
New information notes on (B)(6) 2014 during follow up the device exhibited a diagnostic anomaly. A successful reset of the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.